Event description:
The connection between the patient connector and the catheter (titanium) adapter was loose when the set was connected to the catheter (titanium) adapter. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.